Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.